Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer not opened. A field service engineer restarted the service and checked firmware. Booted up without an issue. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cubie lid was left open and drawer won't open. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was patient involvement as drawer was stuck and all drugs within it were not accessible for few hours. There were no adverse events or injuries reported based on this incident.